Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the inlet tube at the tube/strain relief of the reservoir. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have rough and irregular surfaces, indicating stress was exerted. Partial separations within abrasion were noted on the shorter exhaust tube and inlet tube of the pump, along with the exhaust tube of cylinder 2. Testing revealed these to not be sites of leakage. Abrasion was noted on all pump tubes, both cylinder exhaust tubes and reservoir inlet tube. No functional abnormalities were noted with the pump or either cylinder. Based on examination of the returned product, it was concluded that while in-vivo the pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress on the inlet tube at the tube/strain relief junction of the reservoir. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction, tubing leak cylinder/pump.